Event description:
In (B)(6) 2016, I underwent surgery and had bilateral silicone breast implants. Since (B)(6)2016, I have noticed I have become chronically fatigued. It is debilitating and I can no longer work as a registered nurse in the hospital. My hair falls out in great amounts. I have random joint aches in various joints and various times. My eyes and mouth are very dry. I have very dry skin now. I have major depression and anxiety. I have underwent countless tests that include all known autoimmune diseases. I do have history of crohn's disease since 2004. However, it never caused these set of symptoms I am explaining above. I have researched material about breast implant illness and my doctors are at a loss. The possibility that my silicone breast implants causing these symptoms is highly suspicious. I want surgery to have them removed, but financially I am unable to and my health insurance will not cover this procedure as it is not recognized as a medical diagnosis. I urge you to please take this seriously. More research is needed because I have no doubts after all of the testing and with my background of experience in the medical profession, that these symptoms are related to my breast implants. I have two small children I need to take care of that I no longer am able to because this has disabled me and caused an extreme fatigue. Please I urge you to do the research and help these women that are hurting, such as myself. Please contact me for access to any and all medical records I have. I have been tested for ra, lupus, scleroderma, lyme, sjogren's, and many other diseases/disorders multiple times. All negative. Reference report: mw5152030.